Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the pacemaker follow-up, the temperature of the programmer rose, and the screen froze. Subsequently, it was confirmed that smoke was coming out of the edge of the screen. After rebooting the device, the screen responded, but there was no response from the electrocardiogram (ECG) cable and the body surface could not show any output. No adverse patient effects reported. The programmer remains in service.